Event description:
Hcp reported dysfunction of the ipg. It worked intermittently. The ipg was explanted with the electrode and the extension due to an infection. Hcp reported there was no pt injury or death.